Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported in the medwatch report that (olympus received) when starting a flexible bronchoscopy procedure in a 65-year-old male patient the distal ring on the bronchovideoscope fell off while in the patient lungs. The ring was retrieved. No harm to the patient. Additional follow-up information was requested but not available at the time of the report.

Event description:
It was reported that the distal ring of the scope fell off and into the patient¿s lungs during the middle of a diagnostic flexible bronchoscopy procedure. The subject device was inspected prior to use per the olympus instructions for use (IFU) manual. The procedure was completed as intended using the same device. The incident did not cause a delay, nor affect the outcome of the procedure. The patient was not impacted by the failure, and is reportedly in stable condition.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the device was not returned to olympus for evaluation. Therefore, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿inspection of the endoscope¿ this supplemental report includes additional information received from the customer. B5 updated accordingly. A correction has been made to e4 from the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.